Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had scratches on the screen making it difficult to read the screen. Customer also stated that the insulin pump had squirting during priming. The customer also reported that the insulin pump rejected new batteries and frequent unexplained no delivery alarm. The insulin pump will not be returned for analysis.